Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient in an arctic sun device. They were receiving low flow alarms. They tried connecting the neonate pad to a different port on the fluid delivery line (fdl) but were still receiving the alarm. Had nurse stop therapy, empty the pad, and disconnect the pad. Confirmed fluid delivery line (fdl) was connected and no visible damage. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0.4 l/min, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage, system hours were 4,792, and pump hours were 3,664. Informed nurse this device would need to go to biomed labelled no flow and they would need to swap to another device for therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient in an arctic sun device. They were receiving low flow alarms. They tried connecting the neonate pad to a different port on the fluid delivery line (fdl) but were still receiving the alarm. Had nurse stop therapy, empty the pad, and disconnect the pad. Confirmed fluid delivery line (fdl) was connected and no visible damage. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0.4 l/min, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage, system hours were 4,792, and pump hours were 3,664. Informed nurse this device would need to go to biomed labelled no flow and they would need to swap to another device for therapy.